Event description:
It was reported the patient's ipg is inoperable. As such, surgical intervention may be pending to address the issue.

Event description:
Follow-up information revealed that troubleshooting was able to resolve the patent's issue. Patient does not need to undergo surgery at this time.